Event description:
Haberman d, alkhofash r, czulada e, et al. Percutaneous endovascular management of manta-related vascular occlusion. Catheter cardiovasc interv. 2026;1-8. This study evaluated the effectiveness of percutaneous endovascular intervention (pei) using viabahn (gore medical) self-expanding covered stents and other endovascular tools to treat femoral artery occlusion caused by the manta vascular closure device, alongside non-gore devices including zilver stents and standard balloon angioplasty techniques. The cohort included 34 patients who developed common femoral artery occlusion following transcatheter aortic valve replacement (tavr) with manta closure out of 1445 total cases between august 2017 and july 2024. These patients had advanced cardiovascular comorbidities including hypertension, hyperlipidemia, diabetes, and chronic kidney disease. All cases were managed with pei involving lesion crossing, balloon angioplasty, and stenting where indicated. Procedural success was achieved in 33 of 34 patients, with restoration of flow and =30% residual stenosis in 32 cases. Stenting was performed in 29 patients, with 26 receiving viabahn covered stents and 3 receiving zilver stents. The predominant mechanism of occlusion was collagen plug internalization in 30 patients, with additional findings including occlusion only in 20 patients, occlusion with bleeding in 13 patients, focal dissection in 1 patient, and thrombosis in 3 patients. Complete flow was restored in 32 patients, while 2 had moderate residual flow. One patient developed common femoral artery dissection after balloon dilation, and subsequent stenting resulted in vessel occlusion requiring surgical intervention. At 1-month follow-up (31 patients), there were no reported vessel occlusions, bleeding events, or reinterventions; one patient experienced ischemic stroke and one death due to respiratory causes, both not linked to the access site. At 1 year (25 patients), 1 patient underwent surgery for contralateral arteriovenous fistula, with no further reported vascular complications. An additional safety event included 1 patient who developed profunda femoris artery occlusion following stent placement requiring surgical intervention. No recurrent occlusions, access-site reinterventions, or bleeding events were reported at short-term follow-up, and longer-term data did not demonstrate new access-site complications, though long-term risks such as in-stent restenosis were not fully assessed.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.